Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to verified error code #14 . The fse recalibrated the regulators, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The fse then powered up the iabp with no error codes. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during power up of the cardiosave intra-aortic balloon pump (iabp) a power up test#4 failure occurred. There was no patient involvement, and no adverse event reported.